Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient was experiencing pain from the sflx xl coilette. The patient was treating a lateral malleolus fracture. The patient stated that the pain started right away from the pressure of the coil on the fracture site. The patient rated the pain as an 8, on a scale of 1-10. The patient describes the pain as below the skin. The patient says that the pain goes away immediately after taking off the coil. When the patient is not treating she does not have any pain. The patient is taking tylenol but it does not help with the pain. The patient had a follow up appointment with her doctor and decided to discontinue treatment with the device. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: bone healing system: catalog #1068234 serial #(B)(4). Therapy date: (B)(6) 2020. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain from the sflx xl coilette. The patient was treating a lateral malleolus fracture. The patient stated that the pain started right away from the pressure of the coil on the fracture site. The patient rated the pain as an 8, on a scale of 1-10. The patient describes the pain as below the skin. The patient says that the pain goes away immediately after taking off the coil. When the patient is not treating she does not have any pain. The patient is taking tylenol but it does not help with the pain. The patient had a follow up appointment with her doctor and decided to discontinue treatment with the device. It was reported that no further information is available.